Manufacturer narrative:
The device was returned for analysis. The reported leak / splash was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the complaint history of the reported lot revealed no similar complaints from this lot. However, further investigation was initiated to investigate an increase in the copilot complaint rate for reported leak / splash issues.

Event description:
It was reported that the copilot device was leaking during the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. The copilot was used throughout the procedure with no replacement used. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.